Event description:
After unjacketing the device, the physician attempted to place a pigtail catheter through an 11 french sheath prior to bringing the device below the renal arteries. However, the pigtail catheter wrapped around the contralateral limb. While attempting to resolve this issue, the contralateral attachment system deployed. After the entire system was deployed, the doctor used a balloon to pull the contra attachement system into the contralateral line. A seal was achieved and a 14 x 40 smart stent was used to tack down redundant material on contralateral side. A 12 x 40 smart stent was also placed into the ipsilateral side.